Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported they removed a piece that looks like plastic from a patient's leg . The object was retrieved from the thigh of the patient by another surgeon, reasons for surgery are unknown. Patient had a previous history of coronary bypass surgery in 2009. The hospital wanted to know if the piece looked like a piece of the hemopro device. Unable to identify by the photo.

Manufacturer narrative:
Disregard previous entries. (B)(4). The device was not returned to maquet cardiac surgery for investigation, a photographic inspection was conducted under the supervision of the senior engineers, which determined that the piece that looks like plastic which was removed from the patient's leg is definitely not the piece of hemopro device. Because the reported picture measures the length of the piece around 4 - 4.5 inches, and the c-ring tube (scope wash tube) measure around 6.35 inches. Based on the photographic inspection of the device, the reported complaint was not confirmed. (B)(4). A lot history record review was completed for lots 25125363, 25125363, and 25126541. The last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported they removed a piece that looks like plastic from a patient's leg . The object was retrieved from the thigh of the patient by another surgeon, reasons for surgery are unknown. Patient had a previous history of coronary bypass surgery in 2009. The hospital wanted to know if the piece looked like a piece of the hemopro device. Unable to identify by the photo.